Event description:
It was reported that during a bleb resection procedure, malformed clips - scissored. Used new appler to finish the case. There was no pt consequence. One er320 device will be returned.